Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device revealed the device was at end of service (eos). Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was done. The patient was stable.